Event description:
Pt reported back to back test readings obtained on pt's ss meter using different finger sticks were 47, 298 and 110 mg/dl (165% difference). No symptoms were reported. Lfs rep unable to reach pt by phone to follow-up. Letter was sent requesting that patient contact lfs. The meter was replaced. There was no allegation of harm.